Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was between 400 mg/dl and 560 mg/dl. The customer further stated that she was unable to calibrate the insulin pump and that she received the calibration error alert. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that, upon changing the sensor, she saw that the sensor was bent. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found both sensors failed per specifications due to high readings, also found both sensor cannulas were bent. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.